Event description:
An elevating table that had been repeatedly lowered onto footstools and chairs eventually failed. Resulting in the table lowering the floor. Unfortunately, pt was positioned sitting under the head end of the table at the time it failed. Pt sustained no significant injuries.